Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and plastic ring at reservoir compartment was damaged. Customer¿s blood glucose value at time of incident was 406 mg/dl and current blood glucose value was 241 mg/dl. Customer treated by bolus. The drive support cap was normal. Customer declined to troubleshoot for no delivery alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm was noted during testing. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address, serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted.